Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was a break in aseptic technique. The nurse was unable to describe how the break in aseptic technique occurred. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient was recovered from the peritonitis. The outcome for break in aseptic technique was not reported. The patient was recovering. Dianeal therapy was ongoing. The event of peritonitis was not related to dianeal therapy, but the nurse did not comment on the event of the break in aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h26013 and h11g27021 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.